Event description:
Technician alleged that the brakes at the head of the stretcher would not hold. No incident reported.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.